Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 172 mg/dl. During troubleshooting customer reported that insulin exit with plunger with greater than normal resistance. Customer was advised that no delivery was caused by infusion set and reservoir connection. Customer was advised to monitor insulin pump and to call back should issue persist.